Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise oversensing. Programming changes were made. The patient was in stable condition.